Manufacturer narrative:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a helium leak in system. There was no patient involvement, and no adverse event was reported. A getinge field service engineer evaluated the unit and found helium leak. Check valve (d103-00-0634) was replaced due to over tightening when reinstalling. The helium fill manifold(d104-00-0014) and the pneumatic module(d997-00-1178) were replaced in tandem for the persistent helium leak. When one was replaced and the other was not, the leak would continue. Suspect a solenoid leak in each one. The service was then completed on pm service order. The final investigation has been completed by failure analysis and testing department. Retaining the helium fill manifold and the pneumatic module in the failure analysis and testing department per procedure. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined. Part number 0104-00-0014 cannot be tested on its own. The entire helium tank manifold is needed but was not sent. Not able to verify an issue on this part.retaining the parts in the failure analysis and testing department per procedure number 0002-07-d008 rev. Ap.the non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) unit had a helium leak in system. There was no patient involvement reported.